Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient stated his cgm value was between ¿60-80 mg/dl¿ before leaving the house. No bg meter comparison was done at this time. However, as he was leaving the house, the patient lost consciousness and fell face down on the ground. Ems arrived (unclear who contacted ems) and transported the patient to the ER. At the ER, the patient¿s bg was 54mg/dl while the dexcom was reading 80 mg/dl. The patient was given food to eat for his bg level. After treatment, the patient¿s bg level was then high (no specific value reported) and the patient was treated with 4 units of insulin. The patient also suffered 2 broken bones on his right orbital socket, a swollen black eye, and a cut across his nose and right eye from his fall. The patient was discharged home after 1 day in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.